Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera ii gastrointestinal videoscope exhibited clogged air/water channel, white residual seems like cleaning solution. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over eighteen (18) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material clog in the air/water channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. However, it was reported that it was possible that the user could not perform reprocessing properly due to a leakage from the switch unit caused by a cut on switch 1 and scratch on switch 4 and remove the foreign material. The event can be prevented by following the instructions for use which state: "detection method is described in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).". Olympus will continue to monitor field performance for this device.